Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 8/25/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the lens was received inside a jnj coated cartridge tip and had viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during loading. The lens was removed from the cartridge tip and cleaned; a cosmetic issue (scratch) was observed on the optic body. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Ethnicity/race: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post capsulary tear was noticed after insertion of a zcb00 model intraocular lens(iol) in the patient's right eye. Also it was mentioned that lens went bloop all of a sudden. Additional details received confirms that the lens was only partially inserted and as the lens was being inserted, surgeon identified a manufacturer defect, said that the lens was deformed and that the post capsulary tear was unrelated to this incident and was due to patient anatomy. Procedure was completed successfully using a non johnson and johnson surgical vision lens. No sutures or any medical/ surgical interventions were required. Patient was doing good and stable at the time of discharge. No further information available.